Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath (clear) was selected for use. However, during flushing of the device, air was observed. The physician replaced the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath (clear) was selected for use. However, during flushing of the device, air was observed. The physician replaced the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.